Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot # v670559, implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a-45, lot # v577400, implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
Information received from a consumer reported a power on reset (por). Therapy had stopped due to the por. The consumer was at home using the computer when the por was seen. The por was not related to an overdischarge event. There were no fall/trauma reported that could be related to this issue. There were no recent medical tests or electromagnetic interference environmental exposures. It was noted that it was an informational por. Steps to clear the por with the patient programmer were reviewed, and the por was cleared successfully. Therapy was turned back on. It was unknown if therapy was adequate. The consumer was directed to their health care provider to determine the cause of the por. The issue occurred during use. The consumer's indication for use was noted to be non-malignant pain.